Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 2 boluses for a meal that was consumed. Customer's blood glucose (bg) was 51 mg/dl and customer consumed soda, sugar and glucagon spray to address low bg. The next day ((B)(6) 2021) customer was hospitalized for low bg and it was found that the customer also had severe bacterial pneumonia. Customer was treated with 500 mg azitromicina and ceftriaxone 2 gr in sf 100cc. Low bg was resolved and customer was discharged on (B)(6) 2021 with no permanent damage. Healthcare provider reported the pneumonia and low bg were not due to a pump malfunction.